Event description:
Related manufacturer report number: 2017865-2024-34262. It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise and was resulting in patient dizziness. During lead revision, it was noted that the atrial lead showed signs of insulation breach. Both leads were explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events were conductor fracture and insulation damage. As received, only the distal portion of the lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination of the lead found the outer insulation was cut/damaged due to procedural damage. The cause of the reported event of insulation damage was isolated to the cut/damaged outer insulation due to procedural damage. The reported event of conductor fracture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information received noted the leads were fractured.